Event description:
The clinician reported that nearly five months after the dental implant was placed, in ada site#27 of the patient's mouth, lack of osseointegration was verified. Periodontal disease was present at the time of surgery. Immediate loading was performed. The device was forwarded to the manufacturer for investigation. The patient experienced pain and mobility at time of event, no further complications were observed.